Event description:
It was reported that during a pretest, the foley catheter balloon burst. No materials were possibly there in contact with the catheter. It was noted that the catheter was not pulled. Per sample evaluation results received on 06dec2023, it was noted that the tear was presented on the inflation arm of the catheter.

Manufacturer narrative:
The reported event is confirmed - cause unknown. A potential root cause for this failure could be imperfection in balloon due to process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] method for use since it may be difficult to remove catheter even after balloon deflation in some cases, the catheter should be removed under the physician¿s instructions by reference to the section ¿troubleshooting¿. When deflating balloon, allow balloon to deflate on its own; do not aspirate with a syringe. The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the balloon cannot be removed. When catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. If visible defect of the balloon or segment of catheter, inspect fragments of catheter may not remain in the bladder. When inserting catheter with a stylet, confirm that the stylet has reached the tip of the catheter, and then insert without pulling them back. Otherwise, the stylet may exit the side hole to damage the urethral mucosa. Applicable patients use with great care for patients with disturbance of consciousness, etc. When patient removes catheter unconsciously, the mucosa of the bladder and urethra may be damaged, balloon may be ruptured, catheter may be broken, and catheter fragments may be left behind in the bladder. [Contraindications & prohibitions] method for use: do not reuse. The balloon and shaft of catheter should not be pinched with forceps, etc. And avoid contacting the catheter with a blade or sharp-edged devices. There is a strong likelihood that breakage or inadvertent removal of catheter, or rupture of balloon will occur, and that inability of balloon to deflate may make removal of the catheter difficult. Aggressive traction, particularly in the presence of tape or suturing, is not recommended for 100% silicone foley catheters." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pretest, the foley catheter balloon burst. No materials were possibly there in contact with the catheter. It was noted that the catheter was not pulled. Per sample evaluation results received on 06dec2023, it was noted that the tear was presented on the inflation arm of the catheter.